Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels with a reading of high on the glucose meter. It was stated that the customer changed the infusion set and tried treating with manual injections, but still experienced high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. Checked the history and found that the insulin pump had not been rewound for a few days and there were no boluses programmed on the day prior to the event. The insulin pump passed the prime test, but the mother didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.